Event description:
Customer reported that the pt was having a right l5 laminectomy, excision of disk herniation l5-s1 and a small portion of micropituitary rongeur broke off into the disk space. Risk management confirmed that the piece was retrieved without a delay in excess of 30 minutes, or without patient incident.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. A visual examination found the returned instrument with the top movable jaw broken off at the point. No evidence of corrosion was observed at the fractured surface. The cutting edges of both jaws were found dull and slightly damaged. The exact manner in which the breakage occurred can't be fully determined, however, the actual dullness and damages observed might have caused an increased force that was applied to the instrument and subsequent breakage. There were no other anomalies noted on this instrument. No corrective action is required based on the evaluation results. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.